Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead incurred physical damage on the insulation. The ra lead was capped during a device change out. No additional adverse patient effects were reported.